Event description:
Gmrs distal femur mrs 11 x 127mm stem break.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an mrs stem was reported. The event was confirmed via evaluation of the provided photographs. Method & results: product evaluation and results: visual inspection of the returned device indicated the slight damage observed on the stem was consistent with the implantation and explantation. The fracture occurred relatively close to the base of the collar which indicates the stem fractured in fatigue. Clinician review: no medical records were received for review with a clinical consultant. Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: visual inspection of the returned device indicated the slight damage observed on the stem was consistent with the implantation and explantation. The fracture occurred relatively close to the base of the collar which indicates the stem fractured in fatigue. The exact cause of the event could not be confirmed as insufficient information was provided. Further information such as device return, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Gmrs distal femur mrs 11 x 127mm stem break.